Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger which was reported to have air in the filter noticed during patient use. The incident occurred at 11:30 and 11:45 on same patient. The medication involved was cetuximab 268ml/hr. There was patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of product incorporate / allows air passage on item b30183 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led the reported complaint.